Manufacturer narrative:
The reported event of incorrect syringe volume is displayed file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was patient involvement.

Event description:
The customer reported the device recognizes the syringe, but it displays the incorrect volume for lipid infusions. There was no patient harm, and there was no report of an under/over infusion.